Manufacturer narrative:
(B)(4) initial report, right side. Device details, patient medical history, post primary and pre-revision x-rays, explant and reason for revision have been requested in order to progress with the investigation. Device manufacturing records confirm that all material and dimensional specifications were met for both the femoral head and acetabular cup components. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision of right hip after 6 years due to alval type symptoms.